Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. The patient¿s representative reported that the patient¿s ptm (personal therapy manager) had not worked for 24 hours and they were wondering if there were troubleshooting steps to get it to work. They had changed the batteries, but it was still not working. It was not delivering boluses and not delivering medicine. The patient was using energizer max batteries in the ptm. The reporter and patient mentioned that the patient had had 3 teeth pulled and it was not a good day for this to happen. The agent advised using other batteries, however, they did not have any additional batteries. The patient was getting poor telemetry with and without the antenna attached. The agent advised them to check for damage and nothing was detected; advised them to try new batteries which they had done; and reviewed trying a different location. The issue was not resolved through troubleshooting. An email was sent to the repair department requesting a replacement ptm and a replacement antenna for the patient due to the poor telemetry. The patient called back the next day requesting the tracking information for the repl acement devices. It was reviewed with the patient that the patient¿s shipment was unable to get out yesterday due to the weather and expected delivery was monday. The patient became extremely escalated and stated, ¿I'm in pain, I need this thing. I'll end up in the hospital with withdrawal if I don't get this. Do you know how serious that is? I have a heart condition and mdt needs to own up to what they did. There's no way this couldn't have been delivered when they told me it would arrive tomorrow. The request must have never been sent in.¿ the agent was able to call the repair department who were able to add saturday shipping. Additional information was received from a consumer via a healthcare provider (hcp) on 2023-mar-27 indicated MRI information was requested for a pump that was non-functioning. The caller did not know what the patient meant by saying it was ¿non-functioning¿.